Manufacturer narrative:
One 7208678 pin passing drill tip 2.4x381mm strl used in treatment, was not returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿during an arthroscopy procedure, the pin passing drill tip broke off into the patient. Backup device was available to complete the procedure¿. A relationship, if any, between the subject device and the reported event could not be determined. An exact root cause cannot be determined with confidence factors that could have contributed to the reported event include: excessive force. Instructions for use states: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during an arthroscopy procedure, the pin passing drill tip broke off into the patient. Backup device was available to complete the procedure. No delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.